Event description:
It was reported the spring wire guide was found kinked and dilator tip was found blunt during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire for evaluation. The guide wire was showed evidence of use in the form of biological material. The guide wire was observed to have a bend towards the distal end of the body and a bend towards the proximal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the bends in the guide wire body. Both welds were present and were observed to be full and spherical. The bends in the guide wire were located 20 mm from the distal tip and 25 mm from the proximal tip, respectively. The overall length of the guide wire measured 601 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.791 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent at 20 mm from the distal tip and 25 mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked and dilator tip was found blunt during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.